Event description:
Information received from the field does not address the patient's clinical status but notes that diagnostic data was not retrievable. A verification procedure did not identify any code mismatches and a microprocessor restart was not successful. The physician elected to leave the device implanted since only the diagnostics were affected.